Event description:
It was reported that approximately three years after ivc filter implantation; CT imaging demonstrated a detached filter limb in the right ventricular septum. The CT scan was performed for an unrelated procedure and the detached limb was an incidental finding. The pt was reported to be asymptomatic. An attempt was made to remove the filter; however, it was unsuccessful. The filter and the detached limb remain in the pt. No reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.